Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose level was 602 mg/dl. The retainer ring was broken. Customer reported insulin pump system had not been in use within 48 hours of reported high blood glucose event. Customer experienced symptoms such as difficulty breathing, vomiting. The customer blood glucose at the time of event 452 mg/dl. The customer was treated with intravenous insulin drop and injection. Customer was not using insulin pump or auto mode at time of hospitalized event. The insulin pump will not be returned for analysis.